Manufacturer narrative:
The underlying cause of the issue is unconfirmed. However, it has been previously identified that the cause of the failure in aging devices (outside of their 8-year life expectancy, as is the case with this 16 year-old lift) is likely due to improper maintenance and/or placement of the bushing when the actuator is mounted to the boom. The technician advised that he doesn't believe the bushing was installed on the subject lift. If the bushing is not installed between the actuator and shoulder bolt, then metal-to-metal contact occurs between these components, causing wear to the actuator over time. The maintenance safety inspection checklist within the rpl450-1 lift user manual instructs to inspect the hardware connecting the actuator assembly to the mast and boom and to check for wear or deterioration every month. Any defective parts should be replaced immediately. The subject lift has been taken out of service.

Event description:
While an rpl450-1 lift was receiving preventative maintenance, the technician discovered that the top connection of the actuator was oblong where it connects to the boom.